Event description:
The customer reported that the paramedics were called and she was taken to the hospital due to low blood glucose of 11mg/dl. Troubleshooting was performed. The customer stated that she drank some cranberry juice and went back to bed. She stated that her daughter heard her yelling, and she could not wake her up. The caller mentioned that the paramedics removed the insulin pump while she still was at home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.